Event description:
During an initial implant procedure, it was not possible to interrogate the device. A new device was used to resolve the event. The patient was stable.

Manufacturer narrative:
A software investigation was performed by reviewing session records provided from the customer. The reported event of the merlin 2 programmer being unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design.